Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the total volume printed on the packaging of an interlink system non-dehp t-connector extension set does not match the priming volume. The priming volume seems to be off by 0.2 mls compared to the printed number on the packaging. This was identified during set up. There was no patient involvement. No additional information is available.